Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: right colectomy. During a right colectomy done in laparoscopy, the surgeon [name] used a handpiece eb010 on the right colic artery. Once the end of the generator sealing cycle, when cutting, the surgeon realized that the vessel was not coagulated which caused hemorrhage. Following this, the surgeon had to convert the procedure into laparotomy. The surgeon continued to use the hand piece on other vessels and indicated that it did not coagulate despite the generator announcing the end of the sealing. There were no errors displayed on the generator. Lot number of the hand piece uncertain because no traceability of it during the intervention. Nevertheless, there were two boxes of eb010 present in the operating room when this incident happened with lot number: 1314878 or 1315577 with no idea which of the two batch numbers was used. Additional information received from the sales rep by email on 3 july 18: the surgeon usually uses the material and is therefore used to it. One sterile unit from both lot 1314878 and 1315577 will return for evaluation. Patient status: did a patient injury or illness occur associated with the complaint event? No.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation, and the lot number was not provided. However, two representative sterile units from separate lots were returned. Testing was performed on the representative units, but the complainant?s experience could not be replicated or confirmed. The representative units met current specifications and there were no visible non-conformances. Applied medical has reviewed the details surrounding the event and related products. At this time, applied medical is unable to determine the cause of the injury or confirm that a product malfunction occurred. Applied medical will monitor its vigilance systems for any developing trends.

Manufacturer narrative:
The initial submission of this report was erroneously submitted as a 5 day report. This event should be sent as a 30-day report. Applied medical is not required to initiate action to prevent an unreasonable risk of substantial harm.